Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator generated a technical error code indicating a turbine module input voltage failure. (Technical error te68) the evaluated device logs confirm the reported error at the date of reported event. The complete ventilator was returned for further investigation. According to the provided logs, the reported technical error message appears within the first minute of ventilation immediately after a power switch from battery to mains. Simulated use testing of the returned ventilator passed the performed pre-use check and could not reproduce the reported failure during simulated ventilation and multiple power source switch from battery to mains. No abnormal found during ventilation for 24 hours and a new series of multiple power source switch from battery to mains. After the ventilation, the blower passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation. As a precaution the manufacturer will replace the turbine.

Manufacturer narrative:
The ventilator generated a technical error code indicating a turbine module input voltage failure. (Technical error te68) . The evaluated device logs confirm the reported error at the date of reported event. The complete ventilator was returned for further investigation. According to the provided logs, the reported technical error message appears within the first minute of ventilation immediately after a power switch from battery to mains. Simulated use testing of the returned ventilator passed the performed pre-use check and could not reproduce the reported failure during simulated ventilation and multiple power source switch from battery to mains. No abnormal found during ventilation for 24 hours and a new series of multiple power source switch from battery to mains. After the ventilation, the blower passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation. As a precaution the manufacturer will replace the turbine. After turbine module replacement the ventilator failed the pre-use check during patient circuit test sequence. Further investigation shows that the inspiration pipe was damaged. Our technician replaced the inspiration pipe to solve the issue. The root cause of the damaged inspiration pipe could not be established.

Event description:
Manufacturer's ref. #: (B)(4).